Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl). The pod was reportedly leaking while worn for between 25 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent.

Manufacturer narrative:
The pod arrived fully deployed. The soft cannula was not bent, kinked, or otherwise damaged. Timeouts were observed. The pod generated an 0x1a alarm, indicating psa failed to shutoff properly. No damages or deficiencies were observed that would contribute to the observed 0x1a alarm. The cause of the 0x1a alarm could not be determined. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.